Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a no delivery alarm after changing their infusion set. The customer's blood glucose was unknown. Troubleshooting could not be completed as the customer was unable to remove their infusion set at the time of the call. The insulin pump will be replaced due to the customer's request. No additional information provided.